Event description:
It was reported that during a coronary stent procedure, the stent dislodged and remains in the pt. The 80% stenotic lesion was located in the relatively calcified right coronary artery (rca). The physician was unable to cross the lesion and elected to retract the 3.5x20mm liberte' monorail coronary stent delivery system back into the guide catheter. However, he was unable to get the liberte' monorail coronary stent delivery system back into the guide catheter and decided to remove the entire system. During removal of the entire system, the stent dislodged and was lost in the radial artery. It is unk if any attempt was made at retrieval. Pt status is listed as "okay".

Manufacturer narrative:
The complainant indicated that the stent remained in the pt and the delivery device had been disposed. Therefore, no direct product analysis will be available. The mfg records for top assembly batch 9076518 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the reported complaint can not be determined.